Event description:
The customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the customer was not able to complete the reset immediately as they did not have the pump and charger with them. The customer decided to complete the pump reset on their own, and technical support closed the case.